Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery and is listed in the advserse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few months post implant of 3dmax (right), patient was diagnosed with adhesions, hernia recurrence, scar tissue and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. This supplemental emdr represents the 3dmax mesh (device #1). An additional emdrs were submitted to represent 3dmax mesh (device #2) and perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery to repair bilateral inguinal hernias. As reported, a bard/davol 3dmax mesh was implanted to repair the right hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the defective 3dmax mesh, which allegedly failed, and to repair the recurrent hernia. The patient attorney alleges the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax mesh. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral reducible inguinal hernias thereby underwent robotic assisted laparoscopic repair with the implant of two 3dmax meshes (device #1 - right and device #2 - left). Per operative notes, ¿identified large inguinal hernias bilaterally and much smaller indirect hernia sacs were then identified which separated from cord and associated structures. There was incarcerated small bowel which was able to be freed from the hernia sac on the left and right side. A 3dmax medium meshes (device #1 and device #2) were then placed in the preperitoneal space and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent reducible right inguinal hernia, pain thereby underwent open repair with the implant of perfix plug (device #3). Per operative notes, ¿dense adhesions from the recent hernia repair were dissected. A large perfix plug (device #3) was placed in this defect which appear to be inferior to the prior mesh placement and tacked in place with suture. Onlay mesh was used to reconstruct the floor of the inguinal region with suture.¿. (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #4 and device #5). Per operative notes, ¿in the left groin, there was significant scar and defect where the internal ring was located. The sac was dissected and was easily able to be reduced through the floor of the inguinal region back down into the peritoneal cavity. A large perfix plug (device #4) was tacked in place with suture. In the direct defect, a medium perfix plug (device #5) was tacked in place with suture. An onlay mesh was then placed to reinforce the inguinal floor and tacked in place at the pubic tubercle.¿ (there is no mention/visualization of 3dmax mesh (device #2 - left) in operative notes). (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device #1 and #3). Per operative notes, ¿dense scar adhesions from the prior surgery were dissected. Direct hernia was found with mass of scar tissue and mesh which was excised (device #1). Encountered another area of mesh which was around the internal ring was excised (device #3). A piece of synthetic mesh was placed in the inguinal floor and tacked with suture.¿. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was alleged that the patient had painful and swollen right groin thereby underwent invasive revision surgery.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery to repair bilateral inguinal hernias. As reported, a bard/davol 3dmax mesh was implanted to repair the right hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the defective 3dmax mesh, which allegedly failed, and to repair the recurrent hernia. The patient attorney alleges the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax mesh.